Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: did the device deliver any staples? No (it locked) . If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? No . If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? Yes . If yes, how was the device removed from the patient? Yes . If yes, did the jaws eventually open? No.

Event description:
It was reported that during a laparoscopic appendectomy procedure that the device mis-fired. Another like device was used to complete the procedure. There were no adverse consequences for the patient.